Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. Later that evening, the patient presented to the emergency room with "severe abdominal pain." The physician performed an "abdominal x-ray and computed tomography (CT)" which revealed bowel injury. A laparotomy was then performed and "multiple diathermy bowel injuries and perforations" were visualized. The physician then performed a "small bowel resection." The patient is still in the hospital doing "much better now, eating and drinking well, [and] walking around.